Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000069696.

Event description:
It was reported that patient was unable to set the system into MRI mode. Impedance check revealed low impedances on one of the leads. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Investigation was unable to determine which of the leads had low impedances.